Event description:
It was reported that during a leadless implantable pulse generator (ipg) implant procedure, cardiac perforation was noted on contrast injection for position determination under fluoroscopy. During the third contrast injection given in rao view, contrast was noted to be flowing around the heart. It was noted that cardiac tamponade was observed. Pericardiocentesis was performed and due to continuous blood being drained from the pericardium, deployment was not attempted. Patient was sent to or after being stabilized. The patient was under conscious sedation and remained responsive throughout. Patient did not need surgery or intubation in or and is recovering. Leadless ipg was never implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (serial: (B)(6)). Dev rtn to MFR? No. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.